Event description:
It was reported that high impedance values were observed on the left ventricular lead during an unrelated elective spinal nerve ablation procedure for chronic pain management. A review of device printouts showed that impedance had been high prior to the procedure. The left ventricular pacing configuration was altered and electrical values were acceptable. The procedure was successfully completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.